Event description:
The surgeon could not get the instrument to function properly while in surgery. A second attempt using a different instrument with a new lot number was also unsuccessful. An alternative method had to be used to retrieve and tie the suture, delaying the case 1 hour. The patient suffered no ill effect.

Manufacturer narrative:
Evaluation: reported product problem could not be duplicated.